Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
A patient reported they experienced the events of ¿lumps¿, ¿pain¿, and ¿sonogram showed accumulation of fluid and possible leaking implants¿. Device remains implanted. This record is for the right side.